Event description:
Device 3 of 3. Reference MFR. Report# 3006705815-2018-01656. Reference MFR. Report# 1627487-2018-06476. Additional information received, identified system diagnostics revealed high impedances on the leads.

Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report# 3006705815-2018-01656, reference MFR. Report# 1627487-2018-06476. It was reported the patient experienced a fall. As a result the patient experienced a lead pull out and a possible damaged ipg (confirmed via x-rays). Surgical intervention may take place later to address the issue.